Event description:
During a laparoscopic hernia repair procedure, the instrument misfired. The surgeon applied another device without pt injury.

Manufacturer narrative:
7/1/97-supplemental report #1 submitted to FDA.